Manufacturer narrative:
Conclusion: the programmer couldn¿t identify the device because of interferences when the device was interrogated with the cpr4 header. Recommendations: please check the presence of other machines in the room and when possible, switch them off.

Event description:
Reportedly, interrogating a kora pacemaker, the identification of the device wasn't possible (4 blue lights). The tablet smarttouch was restarted (long press on the off/on button). The same situation happened again. The pacemaker was interrogated with a second tablet (+ cpr3 / xb tablet). This happened again with other implantable devices (difficulties to interrogate with the cpr4 head). The cpr4 head is connected to the usb port of the tablet, the tablet is on its basis, connected to the power.